Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperable error occurred. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device the service engineer replaced the pc assembly.